Manufacturer narrative:
The referenced report of driveline repair on (B)(6) 2015 is covered under medwatch MFR report #2916596-2015-01704. The referenced report of driveline repair on (B)(6) 2016 is covered under medwatch MFR report #2916596-2016-00328. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there was damage to the distal driveline on the white area where metal meets the driveline. A previous percutaneous lead (driveline) replacement had been performed; however, additional driveline issues were observed. Technical service reviewed the log file submitted and observed low speed operation events. No additional information was provided.